Manufacturer narrative:
(B)(4). This report was not confirmed. The patient changed out the heater bag; however, reused the remaining supplies. There was no allegation reported against the baxter product by the customer; therefore, a batch review will not be conducted. Based on the information gathered during baxter's investigation, the root cause of the report was use error. The labeling review found the patient at home guide to e adequate for a use/user error identified in this incident. Baxter has conducted a trend review and found that similar report has been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During a follow up call for a related complaint, the home patient (hp) reported to product surveillance that he only changed out the heater bag and would not change their whole setup. Product surveillance explained to the hp that he should change out all of the supplies to ensure sterility of the set up. The hp confirmed he had been completing therapy successfully and reported no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). Should any further information become available, a follow up will be sent.